Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the talar implant was malaligned, causing impingement and pain. Patient underwent revision to correct position of implant. No further details are known at this time.